Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging unusual issue - meter would beep when test strip inserted and display would fail to show count down. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.